Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. It was reported that there was an intermittent power issue and the battery compartment is cracked. Ther reporter also stated that they were unable to tighten the battery cap. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 10/21/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/28/2016 with the following findings: there were unexplained pump reboot events observed in the black box. The battery compartment was cracked. The battery cap had stripped threads and was unable to fully attach to the pump. The pump reboot events were duplicated with the cap. A test battery cap was able to attach to the pump and complete a 24 hour duration test with no issues.

Manufacturer narrative:
Follow-up #2, 7-april-2017- correction to serial#.